Event description:
The flange had detached from the outer tube of the tracoe comfort tube, allowing the tube to migrate into the trachea and lodge in the bronchus. Under intravenous sedation and local anaesthesia, a size 7.5 tracheostomy tube was temporarily inserted to permit passage of the bronchoscope, and the displaced segment was retrieved using a grasping instrument. The airway was restored with a functioning tube, and the patient was discharged the same day in stable condition.

Manufacturer narrative:
According to the complaint description, the tracheostomy tube was fitted as per usual; however, the flange came loose from the tube, allowing the tube to enter the trachea and lodge in the bronchus. Tracing of the lot number showed no recurrence of this issue within the batch. A review of the production data indicated no deviations or anomalies during production. The defect and lot could be verified from the received photos. The cannula was used for almost one month, and it was stated that it was cleaned once or twice a day using tracoe solution. Nevertheless, the partly removed labelling at the neck plate implies harsher cleaning, which might have contributed to the defect. However, it cannot be clearly determined whether the cannula was treated and cleaned according to IFU. It is also not known whether strong forces acted on the cannula, in particular on the flange. Therefore, it is not possible to conclusively determine the cause.